Event description:
The implanting clinician reported the patient had mrsa three months post-op. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. No further issues were reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician reported the incision site had no infection; it healed perfectly, and the mrsa infection is believe to be unrelated to the stimulator. It is unknown how the patient developed the mrsa infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the patient developing mrsa is unknown. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.